Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, an emboshield nav6 was prepped: the filter and the delivery catheter were washed with normal saline, and then the filter was pre-loaded, pulled and checked. After the filter entered the delivery catheter, the original guide wire was extracted and a non-abbott barewire was used. When the bare wire was in place in the anatomy, it was found that the tip of the delivery catheter was broken [fractured] and could not be used (as it was not inserted in the anatomy yet). A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported break was not confirmed. The reported use method was not tested as the device was returned on the barewire. The noted damage to the dc pod and stretched coils are likely due to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the emboshield nav6 embolic protection system electronic instructions for use warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, it is unknown if switching the bare wire contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that inadvertent mishandling of the delivery catheter and barewire during preparation and prior to insertion into the anatomy caused the reported damage; however, this cannot be confirmed. The noted wrinkles and stretched coils likely contributed to these case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.